Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device evaluated 17-dec-2020: flexor (beside the shuttle cap) broken.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Component code (annex g): g04023 ¿ catheter. Device evaluation: the evo-fc-10-11-8-b device of lot number c1643063 involved in this complaint device was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 17th dec 2020 and on the 19th feb 2021. In summary the following results were observed in the lab evaluation: flexor (beside the shuttle cap) was found to be broken. Device was returned in protective tubing. Red shuttle deployment marker on top of the handle passed the point of-no-return. Actuation of handle-deployment and retraction was possible. Device dismantled during the lab. Flexor was found to be broken. All other components inside the handle were intact. Stent was deployed manually and lock wire was removed. Stent intact. Several attempts were made to obtain additional information. However, no response has been received to date. The investigation will be updated in the future if any additional information is received. 3. Was the safety wire fully removed before removing the delivery system? The stent broke earlier. Are they referring to the stent or the delivery system, please clarify? Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1643063 did not reveal any discrepancies that could have contributed to this issue. An nc code gen-151 (damage tip) was noted on the work order, however this was subsequently scraped and would not have attributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot #c1643063; upon review of complaints this failure mode has not occurred previously with this lot #c1643063. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break. From additional information provided there was a resistance felt passing the evolution through stricture. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c1643063 involved in this complaint device was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 17th dec 2020 and on the 19th feb 2021. In summary the following results were observed in the lab evaluation: flexor (beside the shuttle cap) was found to be broken. Device was returned in protective tubing. Red shuttle deployment marker on top of the handle passed the point of-no-return. Actuation of handle-deployment and retraction was possible. Device dismantled during the lab. Flexor was found to be broken. All other components inside the handle were intact. Stent was deployed manually and lock wire was removed. Stent intact. Several attempts were made to obtain additional information. However, no response has been received to date. The investigation will be updated in the future if any additional information is received. 3. Was the safety wire fully removed before removing the delivery system? The stent broke earlier - are they referring to the stent or the delivery system, please clarify? Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1643063 did not reveal any discrepancies that could have contributed to this issue. An nc code gen-151 (damage tip) was noted on the work order, however this was subsequently scraped and would not have attributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot #c1643063; upon review of complaints this failure mode has not occurred previously with this lot #c1643063. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break. From additional information provided there was a resistance felt passing the evolution through stricture. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to corrections made to imdrf codes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Additional info received 08-jan-21. "Stent did not open sufficiently to allow withdrawal of introducer safely". Previously reported: device evaluated 17-dec-2020: flexor (beside the shuttle cap) broken. "As per cc form": after the system was introduced into the bile ducts, while attempting to release the stent, the system ruptured and it was impossible to implant the stent.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Awaiting for more information. "As per cc form": after the system was introduced into the bile ducts, while attempting to release the stent, the system ruptured and it was impossible to implant the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence